Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the operating room for new implant system. The pulse generator exhibited inappropriate programming. The patient was under anesthesia, it was unknown if the patient was symptomatic. The device was reprogrammed. The patient would be monitored. No additional information was available.